Event description:
It was reported that the patient had a catheter revision due to a catheter fracture. The distal catheter was replaced. The new catheter piece was torn during implant. The doctor thinks that when the wire and needle were being removed it sheared the catheter. A new catheter segment was placed. No patient symptoms prior to revision or outcome following revision were reported. The patient's pump contained lioresal 2000 mcg/ml delivered at 100 mcg/day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.